Event description:
It was reported that there was a polarity switch to unipolar due to out of range impedance. Later the bipolar impedance was normal, so the polarity was changed back to bipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4092-52 implantable pacing lead, (B)(6) 2008. (B)(4).